Manufacturer narrative:
The DHR could not be reviewed as the lot number is unknown. The filter was not returned for eval as it remains implanted. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states that "complications may occur anytime during or after the procedure" and can include the following: "movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU". "Perforation or other acute or chronic damage to the ivc wall". The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that "a vena cava filter migrated and one arm was fractured and several centimeters away from the ivc near the ureter. Only 2 legs/hooks remain in the ivc with 4 legs/hooks and several arms outside of the ivc medially. Also, the 2 legs that remained in the ivc were straight up / down and attached to the tip that had likely grown into the wall." Another filter was implanted. Pt is asymptomatic and this was an incidental finding when the pt was being seen for a spine fracture. It is believed the filter had been implanted for 4 or 5 years. The pt has scoliosis and the physician indicated that the original placement was near the apex of the scoliosis and questioned if the forces were excessive because of the location. It is not known if the pt had other interventions after the filter was implanted, but because of the pt's history of back problems, physical therapy during that time could not be ruled out.